Event description:
It was reported that the patient found the placement of the implantable pulse generator (ipg) uncomfortable when setting down. The patient underwent revision procedure wherein the pocket was moved up and ipg remains implanted in the patients body and in use. The patient was doing well postoperatively.